Event description:
Spouse of end-user reports that rash has developed under tape collar over the last two (2) years and it has cleared in the past, but came back approximately two (2) and a half (1/2) months ago and has not fully gone away. The affected site is described as a flat red irregular patterned rash located to the left lower quadrant under tape collar, and it is further reported that the skin is not open.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that end-user is on IV antibiotics, cefepime 2x daily, for an infection. End-user reports that rash worsens when on antibiotics. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on january 20, 2016. (B)(4).

Manufacturer narrative:
Additional information received on october 27, 2015. The product associated with batch 2j01400 was made according to specification. After detailed batch review, no discrepancies including non-conformances or deviations were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation is applicable to this complaint investigation. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).